Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.75 x 20 trek is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an acute myocardial infarction patient who came to the emergency department in the middle of the night on (B)(6) 2017. The patient previously had the left anterior descending coronary artery (lad) stented on (B)(6) 2017. When the patient arrived, the diagonal was shutting down so they direct stented with an unknown xience alpine stent. Then, the trek rx 2.75 x 20 mm balloon dilatation catheter was used to post-dilate the lesion at 11 atmospheres, however the balloon would only partially deflate. There was difficulty extracting the balloon from the anatomy as it was only partially deflated and this was completely blocking flow which made the patient experience chest pain. An over the wire non-abbott balloon was loaded on the guide wire backwards in an attempt to feed and poke/burst the trek rx balloon in an attempt to deflate it, but this was unsuccessful. Trek rx balloon was ultimately withdrawn from the anatomy partially deflated with negative pressure being held the entire time. After the balloon was removed from the anatomy, thrombus was noted in the lad and diagonal, with the circumflex partially shut down. The physician used an aspiration catheter successfully to restore blood flow. Afterwards, a kissing balloon technique was used in the diagonal and lad to successfully re-open. An non-abbott heart pump was used to stabilize the patient and patient was discharged the next day. No additional information was provided.